Event description:
It was reported that a minimum fill notification occurred after the user overfilled the cartridge with more than 300 units of insulin during the load sequence. Tandem technical support educated the customer that cartridge can only hold up to 300 units (3.0 ml) of insulin as per user guide. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.